Event description:
It was reported that during a supply change, three 23-inch inset infusion sets were deployed incorrectly when the adhesive folded onto itself, resulting in them being unusable and requiring replacement. No reported symptoms or adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed user handling error during infusion set insertion, with the ilet not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique.